Manufacturer narrative:
The main component of the system and other applicable devices are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
The failed back surgery syndrome (fbss) patient reported through a manufacturer representative (rep) that they were having difficulty recharging their implantable neurostimulator (ins) and that they were ¿really struggling to get a good contact.¿ the patient experienced a ¿prolonged amount of time to recharge¿ as of approximately two weeks after implant. It was also reported the patient ¿still had some bruising in the ins pocket region¿ at the time of report. The patient reportedly ¿felt that the ins seemed to be on an angle.¿ the rep had the patient ¿attach the recharger to make sure she was doing the procedure correctly¿ in an effort to troubleshoot the issue; however, the issue remained unresolved at the time of report. The cause of the recharging issues was reportedly the ¿ins position in the pocket¿ and there were no known external factors that contributed to the issue. The patient was re-educated on the recharging process and was advised by her physician to wait another three weeks to see if the problem resolved and that if it did not, she would be considered for surgery at that time. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient had a revision of the ins pocket and the ins was repositioned to a new location on the trunk. No further complications were reported or anticipated.